Manufacturer narrative:
Reported event was unable to be confirmed as no fractures were found on the instrument. Visual inspection of the returned instrument found signs of repeated use and damage. Gouge marks, dents, and scraps were noted. However, no fractures were found. Device history record was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). The device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that at sterilization, the plastic of the femoral impactor was cracked. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction